Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. Mount is still attached to implant.

Event description:
Bone quality at the time of implant failure was poor (iii). Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.